Manufacturer narrative:
Pump received with blank display due to unlocked b1 connector on interface pcb noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. Customer's blood glucose value was 189 mg/dl at the time of the incident. Customer will return device for analysis.